Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional via a manufacturer representative regarding an implantable pump. It was reported that during the intraoperative pump preparation it was not possible to aspirate the complete reservoir volume, and in consequence it was not possible to refill the pump with the complete volume with baclofen. Repetition of the procedure was attempted without success. It was indicated that there were no remarkable factors that may have led or contributed to the issue. The pump was not implanted and a new pump was used instead. No complications were reported or anticipated. Additional information was received via follow-up. It was reported that the 22g needle from the pump package kit was used to aspirate and inject the pump reservoir. The first time 12 ml could be aspirated, then after refilling the second time 15 ml could be aspirated, and then again after refilling a third time 15 ml could be aspirated. It was unknown if any air was allowed into the reservoir. No further issues occurred with the other new pump that was used instead. It was noted that the affected unused pump would be returned.

Manufacturer narrative:
The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.